Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified this device has not been in for service previously. The customer problem was confirmed. The root cause of the issue was a defective downstream occlusion (dso) sensor. The sensor was replaced, and the device then passed all tests after the repairs.

Event description:
The customer returned the product for "cassette not attached and alarm pump won't start" error, during device analysis, a defective downstream occlusion (dso) sensor was found. There was no patient involvement.